Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds. The physician attempted to reposition the lead, but was unable to. The lead was then explanted. A new rv lead was attempted, but the physician was unable to gain left sided venous access. As a result, the physician felt that the patient would be unable to tolerate additional procedures in order to gain left-sided access, and the entire system was explanted as a result. A right sided system was implanted a couple weeks later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. A connector issue was found, and the defib conductor was distorted. Blood/body fluid was found on the outer tubing overlay, which was also breached cut and exhibited cosmetic environmental stress cracking. The outer insulation was breached cut and exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head).